Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, far r oversensing and noise were observed on the atrial lead. Isometric testing was performed when the patient presented in clinic, and noise was reproduced. Programming change was made. The patient was stable and being monitored.